Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 fr angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device sheath appears to have been cut, with the cut portion of the carrier tube pulled out containing the collagen and anchor. The returned appears to have been used and arrived with the sheath cut, exposing the anchor and collagen. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. After completing a diagnostic heart catheterization and upon trying to deploy the angio-seal device, the physician pulled the device back as recommended per instructions for use (IFU). However, the entire system came out of the artery. The staff stated there was no difficulty initially gaining access to the artery or introducing the angio-seal sheath into the artery. There was minimal blood loss of less than 10ml. Manual pressure was applied, and hemostasis was achieved. The patient left the lab in stable condition. A 6 french sheath was used.

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.